Event description:
Philips received a complaint that a battery deteriorated alarm, a battery-related alarm, occurred during periodic inspection of the device in the biomedical engineer (bme) room while the unit was outside of clinical use. The device continued to operate when the alarm occurred, and no therapy delay or patient impact was reported. The customer requested battery replacement, and the device was undergoing repair and inspection at the repair center. Resolution and final disposition are pending, and the investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device. A functional run-in test was performed; however, the reported issue could not be reproduced. Review of device event logs identified a historical internal battery-related alarm (code 1124). The lithium-ion battery was replaced as a preventive corrective action. Post-repair activities included cleaning, run-in testing, and full functional verification testing. All tests were completed successfully. Software version 3.20 was confirmed. The investigation concluded that no further action is required at this time. If additional information becomes available, the complaint file will be reopened. Based on the information provided and service evaluation, it was confirmed that the device did not meet product specifications. It was determined that the lithium-ion battery was the most likely cause of the reported issue. Although the failure could not be reproduced during testing, log evidence confirmed a historical occurrence of an internal battery-related fault (code 1124). Based on service evaluation and log review, the lithium-ion battery was identified as the most likely contributing component. The data entered in this complaint record will be utilized for product quality and safety improvements under post-market surveillance and risk management processes. No patient involvement occurred. No therapy interruption, delay, or clinical harm was reported. Clinical impact is assessed as none. The event occurred outside of clinical use. The risk was limited to potential device alarm condition or reduced device readiness. No patient risk was identified based on the reported conditions.

Manufacturer narrative:
E: (B)(6).